Event description:
It was reported that during a percutaneous coronary intervention procedure, the maverick2 monorail balloon ruptured at 12 atms. The number of inflations and to what atms is unknown. The lesion was located in the 90% stenosed and very tortuous first diagonal branch. The procedure was successfully completed with another maverick2 balloon. No patient injuries or complications were reported. The patient status is reported as "good".

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.